Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that the atrial output of this lead was set automatically to 2.0 but loss of capture was seen. Intermittent thresholds were also reported. In addition to that, impedance trend was also fluctuating up and down. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).